Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been 1 other events for the lot referenced.

Event description:
It is alleged by the attorney that the patient underwent a left total hip arthroplasty on (B)(6) 2014 that resulted in revision on (B)(6) 2016 due to pain.